Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h9, h10 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and fractured. Additionally, fracture analysis identified the failure to to be consistent with overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Event description:
It was reported that the device was fractured. No more information is available.